Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) was replaced to restore functionality. The ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery level of the uninterruptible power supply (ups) for the viewing station of the imaging system was low. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for evaluation. Testing found that the battery cartridge would not charge.